Event description:
A customer reported that a spring that is in the equipment was broken. This caused the results to be altered for one patient's exam. The exam was completed with the same system, and there was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).